Manufacturer narrative:
(B)(6). Follow up: a device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4178014. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180, batch#: 4178014, 4178025. It was reported by the customer that coring with red blunt needles too but I do not have any details. Verbatim: rcc received a complaint via email. Email(s) attached. Incidentally, I have also heard from other anesthesiology chiefs at xxx reporting coring with red blunt needles too but I do not have any details. I am happy to say that thanks to the vigilance of the anesthesiologists, there have been no documented patient safety incidents so far of unintentionally injecting a cored plug. Thank you all for the time and effort put into this investigation. Additional info: if this new complaint (B)(4) includes lot 4178014, we would need to place this lot again (3rd time) on quality hold as you investigate for potential defects (due to the nature of the complaint and clinical request of xxx) ¿ hence at this time I request that bd replaces this lot (4178014) at xxxx distribution center while bd in undergoing their new investigation. 1. What is the brand/medication being used when coring is occurring? Most common used medications: propofol (fresenius kabi) and cefazolin (sterimax). 2. Is the same needle being used to puncture multiple vials? No. 3. What angle is the needle entering the vial at: 90-degree or 45-degree angle? Angle of the needle is usually close to 90, but there are many anesthesiologists, aas, rns, etc. That all use these needles and there is no way nygh can possibly comment on the technique for everyone. Nygh use many hundreds of blunt needles from various lots each day and we have only had reported issues with the two lots 4178014 and 4178025 since (B)(6) 2024. So, it seems extremely unlikely that a user technique is causing the coring phenomenon. 4. Kindly provide the material number and batch/lot number of the product. Needle 18x1-1/2 blunt fill (305180) ¿ lot: 4178014 & 4178025. 5. Kindly provide the date of event. Reoccurring issue staring since (B)(6) 2024 ¿ lot specific 4178014 & 4178025. 6. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Samples of lot 40178014 is available to be return for further investigation ¿ xxxxx. 7. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No documented patient safety incidents so far of unintentionally injecting a cored plug due to the vigilance of the anesthesiologists. Additional info: confirming we have reported issues with two lots 4178014 and 4178025 since (B)(6) 2024.